Event description:
Customer reportedly received results of 489 mg/dl and 51 mg/dl within 10 minutes on the same device. Customer also tested on her daughter's meter within 10 minutes of the previous readings and her blood glucose result was 51 mg/dl (not a valid comparison). Customer did not have high or low blood glucose symptoms with these results. Customer treated herself with juice. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.